Manufacturer narrative:
(B)(4). Investigation summary: examination of the submitted device revealed the set screw has stripped. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instruments were being reported for unknown reason.